Manufacturer narrative:
No pt present. Medtronic rep replaced camera cable and it was working as intended after replacement. No pt present.

Event description:
Medtronic representative called to report a power cable was pinched causing a disruption in tracking. Event did not occur during surgery and no pt was present.